Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes; d10: returned to manufacturer on: 2021-02-03. Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states. That the barrel was found to be bowed. The returned syringe was examined. And no bowed barrel was observed. Unable to perform DHR check, due to an unknown lot number for damaged. Root cause cannot be determined, at this time as the issue is unconfirmed.

Event description:
It was reported, that prior to use with bd syringe 1.0ml 29ga 1/2in. The barrel was discovered to bowed. The following information was provided by the initial reporter, translated from japanese to english: the customer reported, about the syringe of which, the barrel was found to be bowed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that prior to use with bd syringe 1.0ml 29ga 1/2in the barrel was discovered to bowed. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer reported about the syringe, of which the barrel was found to be bowed.